Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a reqular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument did not locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported it was alleged that during the course of laparascopic cholecystectomy upon clipping the cystic biliar duct, the clip failed to fire from applicator. The instrument was removed by the doctor. The doctor then used a 2nd applicator and it is alleged that the clip failed to fire on the 2nd device. The doctor then used another applicator which functioned correctly. There was no adverse pt consequence.